Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the root cause of the reported dislocation and subsequent revision were noted as ¿dislocation after sitting on a low seat¿ and the surgeons¿ intent to replace the femoral head and cup relative to the patient¿s tendency to fall. It cannot be concluded that the dislocation and revision were associated with a malperformance of the implant. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a patient suffered from dislocation. Surgeon replaced the ceramic head with an oxinium 28mm and replace the existing pinnacle gription cup with a capture cup.